Event description:
The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. This is a known potential adverse event addressed in the product labeling. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contractor baker grade unknown, diagnosed with non-hodgkin's lymphoma, swelling and trace of fluid surrounding the implant".

Event description:
Healthcare professional reported right side "capsular contractor baker grade unknown, "diagnosed with non-hodgkin's lymphoma", swelling and trace of fluid surrounding the implant". The device status is unknown.